Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: was not able to duplicate the reported issue. Inspected and thoroughly cleaned all of the fiber optic cables. Cleaned the camera lenses. Re-tensioned the j2, j3 and j5 transmission cables to factory torque settings. Performed kin-cal on both left and right sides and completed a successful pm. Rob980 has successfully passed all verification testing. All repair, install and testing steps were performed following the service manual. Rob980 is ready to be returned to service. Fiber optic cable pictures, cap pictures and j2 bump stop pictures are attached to the work order. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob980 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Case number: mps reported tka cuts off and surgeon request for service. Mps reported cuts off by about 3mm on the medial side of anterior chamfer and anterior cuts. Mps agrees that this does not seem like a robot issue, but the surgeon has said he does not want to proceed with cases until rob has had service visit. Per response: "cuts were deep. Planar probe was used (surgeon said the values it displayed were wrong).".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: mps reported tka cuts off and surgeon request for service. Mps reported cuts off by about 3mm on the medial side of anterior chamfer and anterior cuts. Mps agrees that this does not seem like a robot issue, but the surgeon has said he does not want to proceed with cases until rob has had service visit. Per response: "cuts were deep. Planar probe was used (surgeon said the values it displayed were wrong)."